Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system may be experiencing bradycardia loss of atrial capture. The physician wanted to reposition the bipolar endocardial lead, but the patient is to ill. The physician is monitoring the patient at this time.